Event description:
It was reported that the customer was in the hospital, not due to the insulin pump. The customer tried reconnecting the insulin pump and it alarmed motor error. The customer's blood glucose was 302 mg/dl. The customer does not use the sensor feature. They were unable to rewind the device. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The escape button did not respond due to corroded keypad traces. No motor error alarm could be verified due to the unresponsive button. The insulin pump had a corroded motor home switch. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked reservoir tube lip, cracked reservoir tube, a cracked reservoir tube window and a missing end cap sticker.